Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and avaulta and pelvitex were implanted. It was reported that the patient underwent another gynecological procedure on (B)(6) 2008 and a mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted due to sui. It was reported that following insertion the patient experienced pain, erosion, infection, urinary/bowel problems, recurrence, bleeding, dyspareunia and vaginal scarring. It was reported that patient underwent mesh explants in 2010 due to pain, mesh erosion and vaginal wall repair. (B)(4).

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that patient underwent anterior vaginal mesh removal on (B)(6) 2015 by dr. (B)(6) due to recurrent vaginal prolapse, eroded vaginal mesh and pelvic pain. It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with robotic assisted laparoscopic hysterectomy, bilateral salpingo-oophorectomy, and hemorrhoidectomy.